Event description:
Allegations of intermittent tenderness in left breast, axilla and sternum, polyarthralgias, myalgias, fatigue, insomnia, positive ana, hypergammaglobulinemia, raynaud's phenomenon, sjogren's manifestations.